Manufacturer narrative:
As soon as ellex medical became aware of the incident, the device performance was verified by ellex service through a paf (product acceptance fault record ) attached. There were minor alignment issues, so the unit has been retrieved for investigation at the ellex facility to check whether these would / would not contribute to doctor mis-aiming the laser sufficiently to start pitting lenses. The general device aspects with respect to usability, instructions for use and the risk controls were evaluated. Adequacy of device design: indications of parameters relevant to safety: anterior and posterior offset located on the laser head control knob are letter and colour coded. Accuracy of controls: offset range is well defined with the required tolerance. Adequacy of labelling: operator manual includes sufficient instructions , warnings , precautions for the safe use of the device and the labelling is considered adequate. Risk management: review indicated that the risk control measures (ra tango reflex-08) are adequate and within the normal use risk levels are acceptable. Customer complaints: the device has been in use for more than 2 years from the date of installation; no other untoward incidents related to device use were reported apart from this event . Currently, it has been identified that this has only occurred on iols. Therefore there is no identified serious injury (as per clinical advice "pitting of iol clinical assessment.pdf") however there is potential for such injury as we do not yet have a definitive statement from the doctor.

Event description:
This latest visit had been requested by the doctor as he perceived the system was misaligned and that he had pitted lenses (iols) "frequently" with the system. Possible user error.

Event description:
This is a follow-up report of the event that occured in australia. It has now been confirmed that the doctor thought the ultra q reflex system ur0619 was misaligned as he pitted a patients iol (a single event). It has also been confirmed that no other such event had occurred since the system was serviced earlier in the year on the 8th february. That service call was not for system misalignment.

Manufacturer narrative:
Whilst the doctor thought the system was misaligned, in the post event paf (paf ur0619 on (B)(6) 2018), it was confirmed that whilst the illumination slit was off centre slightly and so focussing is difficult (and so the doctor should not use it) the target focus is within specification and the laser focal point is as per the offset knob setting. The yag dam and yag burn are aligned. As such ur0619 would not have contributed to pitting of lenses. This system was only used for this type of treatment (other systems were used for other treatments) and so there is no further risk of harm to a patient. Given the above, the system did not contribute to the pitting of the iol which was the reason put forward by the doctor as to why he thought the system was misaligned. This event is now considered to be user error.